Event description:
The physician attempted closure of an arteriotomy site with the perclose proglide device follwing a diagnostic procedure. Fluoroscopy was performed prior to the procedure with the following results: the vessel was six (6) to seven (7) millimeters in size, the condition of the vessel was described as "good," and the arteriotomy was confirmed to be in the common femoral artery (cfa). The device was inserted, deployed and removed without issues. As the physician was advancing the knot to the arteriotomy, the rail-suture broke. Hemostasis was achieved with manual compression. Following the procedure, the pt developed a large hematoma that expanded "from the groin to mid-leg." Later in the day, the pt was taken to surgery for "groin drainage and arterial repair.". The pt was also found to have a pseudoaneurysm. The pt requried a blood transfusion of four (4) units; however, the hematocrit and hemoglobin blood levels are unknown. It was also noted that the pt's hosptialization was prolonged by four (4) days.